Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Improper or incorrect procedure or method (incorrect scaffold size for vessel). The scaffold remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The 2.5 x 23 mm absorb referenced is filed under a separate medwatch report number.

Event description:
It was reported that on (B)(6) 2015 one 2.5 x 23 mm absorb scaffold was implanted in the mid right coronary artery (rca) and one 2.5 x 18 mm absorb scaffold was implanted in the proximal rca. On (B)(6) 2017 the patient underwent a coronary angiogram at the hospital for angina. There was severe in-stent restenosis in both absorb scaffolds in the rca. Optical coherence tomography (oct) showed the restenosis was due to neo-intimal proliferation. Nearly all of the scaffold struts were still present. Further analysis with oct revealed potential etiology of the restenosis could have been due to using the incorrect scaffold size. Both scaffolds were 2.5 mm in diameter, but the actual vessel diameter ranged from 2.8 to 3.4 mm. The restenosis was treated with two drug eluting stents. The angina resolved. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation as the scaffold remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It should be noted that the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use (IFU) states: quantitative imaging is recommended for the assessment of target vessel diameter at baseline for appropriate absorb bvs size selection. It should also be noted that the reported patient effects of angina and stenosis are listed in the bvs IFU as known adverse events associated with the use of a coronary scaffold in native coronary arteries. The investigation was unable to determine a conclusive cause for the reported device operates differently (slow resorption). A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.